Manufacturer narrative:
The device involved in the reported complaint will not be returned for investigation because the customer discarded the catheter and the guidewire. Therefore, physical investigation could not be performed. Based on the follow-up information by clinical field specialist (cfs), the physician did not remove the anti-migration clip before dispensing the guidewire and this caused the difficulty in advancing the guidewire during the quattro catheter insertion procedure. Therefore, the root cause for the reported complaint based on the available information was due to user error. Per IFU (instructions for use), remove the guidewire anti-migration clip before dispensing the guidewire. Event of blood oozing at the insertion site while retrieving a standard central line, was not serious because it required no intervention. Event of bleeding at the insertion site could be possibly related to zoll catheter due to the relevant location even after subsequent procedure of retrieving a standard central line catheter, which was used after and instead on zoll catheter. Per cfs, the procedure has been reviewed with the customer via zoom call. The proper placement and removal procedure was reviewed with the customer and a resource for reminder was sent via email.

Event description:
During patient use, the physician experienced difficulty in advancing the guidewire during the quattro catheter insertion procedure. Per clinical field specialist, the physician did not remove the anti-migration clip before dispensing the guidewire. The physician decided to place a standard central line instead of zoll catheter. No device malfunction was reported on the quattro catheter. The user reported some amount of blood oozing out from the injection site while retrieving a standard central line. The patient treatment was completed without further delay or issue using alternative method. The catheter and the guidewire were discarded by the customer. Based on medical safety assessment (msa) (B)(6) 2020), the event of blood oozing at the insertion site could be possibly related to zoll catheter.